Manufacturer narrative:
The device was not returned for evaluation. Lot information was not provided. Per the customer, perforations at d2/d3 were believed to be a result of anatomical/syndrome rather than product related.

Event description:
The tube was placed gastrically by a consultant to be then advanced by ward staff into the jejunum, floating with peristalsis being advanced 2 cm every two hours. Perforations at d2/d3 believed to be anatomical syndrome related rather than corpak product. Post mortem found it difficult to determine due to other complicating factors were cause of fatality not placement.